Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range impedances and loss of capture on an undisclosed atrial transvenous lead. Programming options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for resolution and lead clarification were requested from the field. However, after these attempts no further information was provided. The right atrial lead model/serial remains unclear. As of today, information suggests this device remains in-service. Should additional information become available this event will be updated. The device was explanted over a year later for normal battery depletion and return for analysis.

Manufacturer narrative:
The device was explanted over a year later for normal battery depletion and returned for analysis. A review of the device memory noted no resets or fault codes. A review of the daily measurements noted only one atrial reading. The other atrial readings were n/r. The right ventricular, left ventricular and shock readings were normal. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The device also passed the labeled longevity calculation. In conclusion, the allegation was not confirmed through analysis as the device met specification.